Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed foreign material clogging the nozzle could not be determined. The investigation confirmed that the device reprocessing was performed in line with the IFU, however the issue was likely due insufficient cleaning of the foreign material adhering to the inside of the air / water nozzle, resulting in the nozzle becoming clogged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, nozzle foreign objects, irrigation error, light guide breakage, objective lens peeled, insertion deformed, pc board damage, and switch 1 failure to work were observed. Lastly, scratches/cracks were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a drainage failure was noted with the evis lucera elite gastrointestinal videoscope. During a standard service inspection of the customer returned device, the nozzle had foreign objects. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.